Manufacturer narrative:
The device involved in the event was explanted, but will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, endologix was informed by the sales rep of a patient with a type 3b endoleak that resulted in a rupture and an open repair. No further information was provided.

Manufacturer narrative:
Due to the lack of medical records that was requested, clinical was not able to confirm the type 3b endoleak, the rupture, or the open repair/explant. The most likely cause of the compromised stent graft integrity could not be determined due to a lack of any medical records or imaging. There have been no reports of further negative patient sequelae. The lot number was not provided, therefore a review of the manufacturing lot could not be performed. The explanted device will not be returned for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time. These types of events will be monitored and trended as part of the quality system.